Manufacturer narrative:
MDR 2517506-2019-00036 was filed on 31-jan-2020. Additional information (11-feb-2020): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant cardiac troponin I (tni) result on the dimension exl with lm instrument. Hsc evaluated the information provided and the instrument data files. No issues with the dimension exl with lm instrument or tni assay were identified. The cause of the discordant tni result is unknown. The instrument is operational. No product non-conformance identified. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a discordant elevated cardiac troponin I (tni) patient result was obtained on a dimension exl with lm instrument. Siemens is investigating the event.

Event description:
A discordant elevated cardiac troponin I (tni) result was obtained on a patient sample on a dimension exl with lm instrument. The result was not reported. The sample was reprocessed on the same instrument and lower results were obtained. The same sample was reprocessed on an alternate dimension exl instrument and lower correct results were obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant tni result.